Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had charging every day which was too often. The patient had not recently increased parameters or switched groups. The patient was programmed as the following: program 1 with 7.5v ,460pw, 45hz and with 2 anodes and 2 cathodes which resulted in therapy impedance >4,000 ohms. Program 2 had 8v, 450pw, 45hz, the electrodes set to 8+, 9-, 10+, and a therapy impedance of >4,000 ohms. Program 3 had 9.4v, 450pw, 45hz with 2 anodes and 2 cathodes, and a therapy impedance of 1427 ohms. Program 4 had 9.4v, 450pw, 45hz, with 2 anodes and 2 cathodes, and a therapy impedance of 470ohms. The estimated recharging calculation was 1.5 days. Electrode impedance were run at 3 v with electrode 0 as the reference which resulted in electrode 1 having 12094 ohms, electrode 2 having 16410 ohms, and electrode 3 having 12431 ohms. Electrode impedance with electrode 1 as the reference resulted in electrode 0 having 12094 ohms and electrode 10 having >40,000 ohms. Electrode impedances with electrodes 2 as the reference with 3, 6, 7, 10, and 11 had impedance >40,000 ohms. Using electrode 10 as the reference with 1, 2, 3, 6, 7, and 11 had impedances of >40,000 ohms. Recharging statistics from the last 5 sessions show that the lowest average coupling was 4 bars but the patient typically had an average of 7-8 bars. The sessions also indicated that the implant was charging. Additional information from the manufacturer representative reported that the cause of the increased charge frequency and impedance issue was unknown. The patient was programmed around electrode 10. The patient was programmed with an additional/alternative group using fewer electrodes as a possible alternative for the patient. At this time the patient stated they were using the alternate program when they could in order to conserve some battery. The patient stated that they were charging daily. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.